Event description:
It was reported that during a device change it was noted that there was a visual crack in the insulation of the lead. No out of range readings were noted. The physician repaired the lead with the repair kit and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).